Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, on an unknown date, the screw heads broke. No further information is available. This report is for an unknown screw. This is 2 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is for 3 unknown screws. The material was tested and met specifications. Three broken screws (screws a, b and c) broke in the junction screw head to threaded part (screw shaft) of the screw. The screws were received without the screw heads. The devices were forwarded to rms foundation for further investigation. Based on the topography of the fracture surface, we can conclude that screw a was subjected to low dynamic loads (two-sided) and screw b and c were subjected to moderate, respectively screw c to high dynamic loads. Constantly alternating loads led to the fatigue of material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force witch finally led to the material overload/ fatigue failure. Postoperative activities of the patient and the defective position of the distal radius may have played a certain role, too. We found no evidence of material or manufacturing defects.